Manufacturer narrative:
Hvad pumps, (B)(4), were not returned for evaluation. Review of the manufacturing documentations confirmed that the associated devices met all requirements for release. The reported event could not be confirmed via review of the controller log files since log files were not available for the reported event dates. Analysis of the first explanted pump, (B)(4), by the site revealed the presence of a thrombus within the pump, more specifically on the superior surface of the impeller, as well as a significant 3rd harmony in the acoustic measurement. Analysis of the second explanted pump, (B)(4), by the site revealed the presence of a thrombus within the pump, more specifically around the impeller. Sander marks (friction marks) were also noted on the lower housing ceramic surface of the pump and the inferior surface of the impeller. There is no evidence to suggest that a device malfunction caused or contributed to the reported events. The most likely root cause of the high power events can be attributed to external factors such as thrombus formation. Heartware will submit a supplemental report when new facts arises which materially alters information in a previous MDR report. Additional information: the patient had a pump exchange ((B)(4)). Change outcome from death to life-threatening, hospitalization and require intervention.

Manufacturer narrative:
High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines) to avoid thrombus formation while the system is implanted. Clinical and patient factors including the inr readings are factors that may have contributed to the reported high watts, possible thrombus and death. Per the instructions for use many patients with refractory heart failure have abnormal coagulation due to abnormal liver function and chronic use of anticoagulation. Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported pump high watts, thrombus and death; however, in addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. Adverse events that may be associated with the use of the vad include warning of serious and life threatening adverse events, such as hemolysis, thrombus, and death. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site by from the physician that the patient was hospitalized because of dark urine and high power, but no alarms and suspected pump thrombus. Patient presented with power increased before (B)(6) 2016 with significant 3rd harmony. Harmony existing, because of the small amplitude it might be a small thrombus (or compensating thrombus parts). Decision was made for a pump exchange with additional aortic valve replacement because the patient has an aortic valve insufficiency. On (B)(6) 2016 patient went for the pump exchange due to the thrombus. Removed pump was examined by the physician and his findings were: small fibrin thrombi were washed in or might have grown with a small influence on the power consumption (no alarms) and a high influence on the hemolysis. Significant 3rd harmony in the acoustic measurement. Due to the thrombus on the rotor the gap increases of the hydrodynamic bearing, more blood passes the changed gap, which might result in a higher hemolysis. Eight (8) hours after pump exchange and tavi-implantation power increase up to 44w. 3rd harmony with small amplitude (measured at 15:30) again pump thrombus. Probably wide spread thrombus, high friction, low imbalance. Acoustic: on (B)(6) 2016 the patient expired due to massive pump thrombus. Test result by physician concluded: that in the pump there is even spread thrombus material, also on the backside of the rotor. Strong sander marks on the bottom of the housing due to rotor contact with the housing. This caused a high friction and so the high power consumption. The imbalance of the rotor was low, and so the amplitude of the 3rd harmony was also small. The fibrin material on the top of the rotor, the hydrodynamic bearing, is different than other observed fibrin thrombi. It is not a homogenate fibrin skin; it looks more than a "fibrin-sludge". No additional information provided. Investigation is ongoing.

Manufacturer narrative:
Additional information received indicated that post pump exchange this patient also experienced post-operative bleeding. Anticoagulation was reported to be controlled during the time of the reported event. In addition, this patient has experienced suspected pump thrombus on multiple occasions since being implanted with the original lvad on (B)(6) 2014. The hvad is used for treatment not diagnosis. The hvad pumps, (B)(4), were not returned for evaluation. Review of the manufacturing documentations confirmed that the associated devices met all requirements for release. The reported event could not be confirmed via review of the controller log files since log files were not available for the reported event dates. Analysis of the first explanted pump, (B)(4), by the site revealed the presence of a thrombus within the pump, more specifically on the superior surface of the impeller, as well as a significant 3rd harmony in the acoustic measurement. Analysis of the second explanted pump, (B)(4), by the site revealed the presence of a thrombus within the pump, more specifically around the impeller. Sander marks (friction marks) were also noted on the lower housing ceramic surface of the pump and the inferior surface of the impeller. There is no evidence to suggest that a device malfunction caused or contributed to the reported events. The most likely root cause of the high power events can be attributed to external factors such as thrombus formation. Lvad pump candidates often possess risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. Though the root cause of the reported event cannot be conclusively determined; there are patient and procedural factors that may have contributed to this event.